Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to confirm transmitter ID, pair new, and try using another sensor with transmitter. No additional patient or event information is available.